Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had trouble hearing the beeps on his insulin pump. A self test was performed and the insulin pump failed. The call dropped while troubleshooting the beep anomaly. No products were returned or replaced.